Event description:
It was reported that the patient presented to the hospital for an unrelated event. Upon review, the patient was experiencing bradycardia and loss of capture due to high thresholds was observed on its leadless pacemaker. Programming changes were made and will further be monitored. The patient was asymptomatic and stable.